Event description:
The customer reported that the reservoir was occluded. Customer stated that she has been receiving no delivery alarm and having issues with her infusion sets. Troubleshooting was done. Customer's blood glucose was 211 mg/dl. Customer stated that the alarm was resolved by complete set change. Customer will return the sets and reservoir for analysis. Advised the customer the sets and reservoir would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).